Event description:
As it was reported by the affiliate, the physician opened a middleweight regatta j tip guidewire and saw the j-tip was curly. This occurred with two wires. When he tried to manipulate the curves of both wires, one tip fractured and the tip of the other guidewire broke. The products were not used in the pt. The products were not re-sterilized. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt. Please note that this medwatch represents one of two products involved with this event, which is associated with mfg report# 3006010712-2009-00003.